Event description:
Case description: investigational results: name: novopen 4, batch number: gvge561. Visual examination and functional testing were performed. Dirt was observed on the cartridge holder, cap tube, clip for cap, dose selector, base bushing, piston washer the pen surface was worn. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. The function of push button was normal. The function of piston rod was normal it was not possible to detect the alleged fault. The product was found to be normal. Foreign dry matter observed on internal or external pen parts, e.g., dust, dirt, or dried liquid stains. The observed problem was not related to any novo nordisk processes and it was a result of accidental damage during use of the device. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The pen surface is worn. Scratches or dents in pen surfaces, or wear on printed or engraved figures on the pen surface caused by normal or rough use of the device. The fault has no impact on the mechanical functions of the pen.. Name human insulin, batch number: unknown no investigation was possible, because neither sample nor batch number was available. If possible, please forward the reported product(s) for further investigations. Since last submission following has been updated investigational results were updated. Relevant fields updated in EU/ca tab. Imdrf codes updated. Narrative was updated accordingly. Final manufacturer's comment: 27-oct-2023: the suspected device novopen 4 has been returned to novo nordisk for evaluation. Upon investigation, device was found to function normally. Foreign dry matter observed on internal or external pen parts, e.g., dust, dirt, or dried liquid stains. The observed problem is not related to any novo nordisk processes and it is a result of accidental damage during use of the device. The pen surface is worn. Scratches or dents in pen surfaces, or wear on printed or engraved figures on the pen surface caused by normal or rough use of the device. The fault has no impact on the mechanical functions of the pen. Start date of suspect product (human insulin) and event onset date are unavailable to comment on temporal relationship. Relevant information on chronic vascular complications, peripheral vascular disease and diabetic foot ulcer are unavailable for complete causality assessment. Patient has history of type 2 diabetes mellitus for 30 years. Long standing diabetes mellitus is a significant confounding factor for the development of foot injury, infection and ultimately leading to lower limb amputation.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Bruised toe [contusion]. Infection of bruised toe [localised infection]. Novopen 4 used had a malfunction [device malfunction]. The pen was worn and broken [device breakage]. Case description: this serious spontaneous case from china was reported by a patient family member or friend as "bruised toe (contusion of toe)" with an unspecified onset date, "infection of bruised toe (infected toe)" with an unspecified onset date, "novopen 4 used had a malfunction (device malfunction)" with an unspecified onset date, "the pen was worn and broken (device breakage)" with an unspecified onset date, and concerned a 60 years old male patient who was treated with novopen 4 (insulin delivery device) from unknown start date for "type 2 diabetes mellitus", human insulin (insulin human) (dose, frequency & route used-39 iu, qd (12 u in the morning, 15 u at noon and 12 u in the evening), subcutaneous) from unknown start date for "type 2 diabetes mellitus", patient's height: 178 cm. Patient's weight: 85 kg. Patient's bmi: 26.82742080. Dosage regimens: novopen 4: human insulin: current condition: type 2 diabetes mellitus(duration not reported). Concomitant products included - insulin glargine. Since an unknown date, the novopen 4 used had an unspecified malfunction. On an unknown date, the patient experienced infection of a bruised toe. On (B)(6) 2023, the patient was hospitalized, and amputation of right lower limb was performed due to infection of bruised toe. The patient was discharged from hospital on (B)(6) 2023. The patient used the novopen for 7-8 years. The pen was worn and broken. Batch numbers: novopen 4: gvge561. Human insulin: asku. Action taken to novopen 4 was not reported. Action taken to human insulin was not reported. The outcome for the event "bruised toe (contusion of toe)" was not reported. The outcome for the event "infection of bruised toe (infected toe)" was not reported. The outcome for the event "novopen 4 used had a malfunction (device malfunction)" was not reported. The outcome for the event "the pen was worn and broken (device breakage)" was not reported. References included: reference type: e2b company number. Reference ID#: cn-novoprod-1103744. Reference notes: since last submission following has been updated new event added device breakage. Batch number updated. Device addendum tab updated. Narrative updated accordingly. Preliminary manufacturer's comment: (B)(6) 2023: the suspected device novopen 4 has not been returned to nov nordisk for evaluation. No conclusion is reached. Company comment: contusion of toe and infected toe are assessed as unlisted events according to the novo nordisk current ccds in human insulin. Patients with type 2 diabetes mellitus are at increased risk of developing infection. Start date of suspect product and event onset date are unavailable to comment on temporal relationship. Relevant information on chronic vascular complications, peripheral vascular disease and diabetic foot ulcer are unavailable for complete causality assessment. This single case report is not considered to change the current knowledge of the safety profile of human insulin.